Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were peeing all over themselves again and the issue began at least a week ago. Patient said they kept increasing the stimulation and their butt was stinging like crazy. The patient was redirected to their healthcare provider to further address the issue. On 2025-08-28 additional information was received from the patient. They reported that they had turned their therapy off about a week ago because they were experiencing a burning sensation described as their privates were on "fire," along with a feeling of being electrocuted. The patient mentioned that they visited their doctor, underwent an x-ray, and were advised to contact the manufacturer to determine if adjustments to their settings were needed. The agent assisted the patient in connecting to their settings. The patient was previously on program 4 and when they turned on the therapy they were screaming for the sensation. They switc hed to program 5 and increased the stimulation to a comfortable level. The patient will continue to monitor their symptoms.

Event description:
Additional information was received from the patient. They reported that they've already gone through all the levels and numbers like they told them to and it's just not working and they're still peeing all over themselves. Patient reiterated they were getting a little bit of relief after the surgery and then symptoms came back and they're just exhausted trying numbers and none of them work. Reviewed therapy information and general programming guidance. Redirected to hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.